Event description:
The customer, (B)(6) hospital, has reported an incident with the following description: "patient being transferred from commode to bed on steady when patient's legs gave way and "in" collapsed within the steady becoming stuck. Unable to stand back up and the flaps behind his back couldn't be moved. Called for help and with 4 nurses were able to move him up to open the flaps and lower him to the floor safely." Arjohuntleigh has become aware about this incident per email from (B)(6) hospital on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The incident was reported to the arjohuntleigh as following: the facility resident was being transferred from commode to bed on steady when the patient's legs gave away and the resident collapsed. A complete investigation was performed by the designated complaints handling unit (dchu), including a review of the trend of similar problem, similar device and history of the product. The review shows that there are (B)(4) other similar events where the patient collapsed in use with sara stedy or stedy device sustaining serious injuries as an outcome of the incident. There was no fault reported with the device , therefore we can assume the device was working as per manufacturers spec at the time of the incident. It was reported that the patient had a weakness in her legs which is reported to be a cause for her collapse. The intended use of the stedy from its instructions for use (IFU) includes the following information: "the lift is intended to be used only by patients who have the ability to stand unaided or who can stand with minimal assistance. Based on that before attempting a transfer, a clinical assessment of the patient's suitability for transfer should be carried out by a qualified health professional considering that, among other things, the transfer may include substantial pressure on the patient's body." It must be noted that the patient's condition may evolve or vary over time, so a patient who at some point is considered to be suitable for a transfer with a stedy active lift may require a different device depending on her condition at the time of the transfer. It is therefore considered that the patient was not properly assessed for suitability before performing the transfer. As a result of the incident the patient rec'd periprosthetic fracture and proximal fibular fracture, the device did not fall to meet its specification, this complaint decided to be reportable based on the incident outcome. From rec'd information and our eval as presented above, user error cannot be ruled out as not correctly evaluating a person before use with the device or not paying attention of the patient condition over a time is most likely to have contributed to the reported event. The rec'd information and our eval as described above are showing that if the warnings were followed in accordance to instruction for use, there would be no patient or caregiver at risk. Please note also that no training dates for the facility staff were provided.